Event description:
The user stated she received elevated vancomycin results and provided data from a proficiency survey and a patient comparison. The proficiency survey was initially tested on (B) (6) 2009, and one specimen had generated a result of 5.30 ug/ml with a peer mean of 2.262 ug/ml and an acceptable range of 0.00-5.22 ug/ml. The sample was repeated (B) (6) 2010, with a result of 4.1 ug/ml. A patient correlation was performed on (B) (6) 2009, and one lithium heparin plasma sample had a result of 6.5 ug/ml on the integra 400 and a result of 4.0 ug/ml on the c501 analyzer. The user stated no erroneous vancomycin results for patient samples had been reported that she knew of. The vancomycin reagent lot number was 60847301. The field service representative determined there was a problem with the fp photometer and replaced it as well as the fp led supply pcb. To verify the analyzer operation, he performed an fp photometer calibration and a check test which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.